Event description:
Product was used during a laparoscopic procedure. The cord was plugged into the instrument. When the doctor turned the power on, the cord separated just above the plug. The procrdure was complected by substituting another cord on the instrument. There was no harm to the pt.